Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following scenarios likely caused the event: 1. An excessive force in the direction for opening was applied to the grasping section. This caused the grasping section to detach from the shaft. 2. Since a force in the twist direction was applied to the detached grasping section, the distal end of the inner pipe broke. As a result, the grasping section fell off. The event can be detected by following the instructions for use (IFU) which states: ·when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar. ·should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the thunderbeat 5 mm, 35 cm, front-actuated grip type s tip came apart. The reported issue occurred during an unknown procedure. Despite our attempts, no further information was provided by the customer regarding this event. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaint: (B)(4) tb-0535fcs thunderbeat 5 mm, 35 cm, front-actuated grip type s, serial number (B)(6).